Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), support until they expired on (B)(6) 2021 ( manufacturer report number #2916596-2021-06054). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20mar2021. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that before implant, the patient was supported on intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO). During peri-implantation, the patient had left ventricle clot which was removed after coring of left ventricle before heartmate 3 implantation. After heartmate 3 implant, right ventricle dysfunction was noted and the patient was treated with inotropes and inhaled nitric oxide. Central venous pressure (cvp) was rising and pump flows were not maintained adequately. Right ventricle contractility was found very less on transesophageal echocardiography (tee). The patient was also supported with centrimag right ventricular assist device (rvad) for nearly 40 days.